Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states that in his opinion the adhesive plaster of the infusion set was defective. He noticed a few hours after he changed the infusion set, the edges of the adhesive plaster started to come off. He suspected that the lot of infusion set was defective, because he changed 4 different pieces of it and had the same problem. Now he is using a different package and the problem did not occur. The lot or reference numbers of the infusion sets are not available because the patient has thrown all away, package included. No adverse event alleged.